Event description:
The plaintiff's attorney alleged that the pt received hemodialysis treatment and thereafter experienced cardiopulmonary arrest. It was further alleged that the event caused the pt to expire and that all of these allegations were caused by the pt's exposure to the product administered for dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.